Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system continued to beep and locked up. There was no patient injury or death reported.